Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The returned pad device appears to have developed a fault almost immediately after being installed on (B)(4) 2010. Multiple events on the same day would indicate the device is turning itself on automatically. The device was disassembled for investigation and it revealed a fault with the q37 transistor. It appears the fault happened immediately after installation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.